Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Cts provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur.